Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #1 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard device #1 (composix kugel mesh) implanted on (B)(6) 2008. Additional emdr were submitted to represent the bard device #2 (ventrio mesh) implanted on (B)(6) 2009 and bard device #3 (sepramesh ip) implanted on (B)(6) 2010. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). On (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh (device #2). On (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #3). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #1 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, seroma, abscess, cellulitis, adhesion, purulent discharge, pain and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, seroma and adhesion as possible complications. Note, the date of manufacturing is considered to be a best estimate as 15-feb-2008 based on the information provided. This supplemental emdr represents the mesh ¿ composix kugel (device #1). Additional supplemental emdr's were submitted to represent the ventrio mesh (device #2) and sepramesh ip (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh (device #2). (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #3). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with nonreducible large ventral hernia thereby underwent open repair with the implant of composix kugel hernia patch (device #1). Per operative notes, ¿large hernia sac contain omentum was removed by partial omentectomy. All the adhesions were freed up from parietal peritoneum and placed an oval composix kugel mesh was anchored on the anterior layer of mesh with tacks and then reinforced with sutures and sac was amputated and closed top layer of mesh with suture.¿ (B)(6) 2008 - patient was diagnosed with abscess, cellulitis and abdominal wound thereby underwent incision and drainage of abscess, debridement and excision of nonviable tissues. Per operative notes, ¿purulent material was drained, and wound was irrigated.¿ (note: there was no mention/visualization of composix kugel hernia patch (device#1) in this procedure) (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia and pain thereby underwent open repair with the implant of ventrio mesh (device #2). Per operative notes, ¿large piece of incarcerated small bowel and adhesions in hernia sac were freed up and incarcerated omentum was reduced. Loop of small bowel was attached into composix kugel patch (device #1) with dense adhesion was freed up and enterorrhaphy was performed on small bowel was a seromuscular tear. A ventrio mesh (device #2) was used for repair and secured with absorbable tacks and sutures.¿ (B)(6) 2010 - patient was diagnosed with recurrent abdominal incisional hernia thereby underwent open repair with the implant of sepramesh ip composite (device #3) and removal of composix kugel patch (device #1) and ventrio mesh (device #2). Per operative notes, ¿significant amount of scar tissue was seen. Multiple fascial defects were found which contained omentum and preperitoneal fat. The large defect was identified, and two segments of old layered mesh (device #1 and device #2) was noted and excised. Seroma was found during the removal of mesh. A segment of sepramesh ip (device #3) was oriented, placed posterior to the fascia and secured in transfascial fashion with interrupted suture.¿ (B)(6) 2015 - patient was diagnosed with multiple recurrent incarcerated incisional hernias, adhesion thereby underwent open repair with the implant of ventrio st mesh (device #4) and lysis of adhesion. Per operative notes, ¿multiple defects contained small bowel were dissected out. The previous mesh (device #3) had lot of adhesions were taken down. A large ventrio st mesh (device #4) was deployed intraabdominally and secured to anterior abdominal wall using multiple sutures in circumferential fashion.¿ attorney alleges that the patient had abscess, adhesion, bowel obstruction, perforation, pain, hernia recurrence, seroma and infections.